Event description:
The reporter stated that she did a meter to hcp meter comparison test, side by side. The results were 147 mg/dl on her meter, and 198 mg/dl on the hcp(one touch) meter. The reporter did not provide any further info. She did not have any symptoms. Due to unavailability of supplies, a control solution test was not done. The lifescan repreventative reviewed qc procedures and discussed meter to lab vs meter to hcp meter comparisons.